Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient inserted a new sensor that resulted in bleeding and then failed. A second sensor was inserted and failed immediately. The patient did not have any other sensors to use after the second wearable failure. Later the same day, the patient reported being admitted to the hospital in dka due to not having a cgm to use and due to the patient¿s tandem mobi insulin pump not being able to be used in a closed loop mode. The patient reported that after unspecified medical intervention, the patient¿s condition stabilized and the dka resolved. However, the patient refused to provide dexcom with any other specified event details including patient symptoms, treatment details, or length of hospitalization stating he was not comfortable answering any further questions about his personal medical information. No other patient or event details were available no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.